Event description:
It was reported that the 9800 system monitor is not coming on. The case was completed. There was no report of pt injury.

Manufacturer narrative:
The report issue is currently under investigation. A follow up report will be filed when additional details become available.